Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture (loc). Technical services (ts) suggested reprogramming options and to perform a xray. This lead remains in service. No adverse patient effects were reported.